Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an upgrade procedure. During the procedure, the physician attempted to pass several stylets down the chronic right ventricular lead, but was met with resistance. The lead was capped and replaced. The patient was in stable condition.